Event description:
It was reported that right ventricular (rv) lead dislodged due to twiddlers. Dislodgement was discovered under x-ray. Loss capture was also noted. The lead was explanted and replaced. The patient is in stable condition.